Manufacturer narrative:
Fields d9 and h3 were updated. The meter was returned by the customer. The investigation revealed a large star-shaped crack on the display. This type of crack is caused by a physical impact on the display and would be the result of customer mishandling.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii serial number (B)(4). The meter has lines in the display. The results field is not clearly visible due to the lines. There was no allegation that any test results had been misinterpreted.